Event description:
The customer called in to report that he was receiving an alarm during priming. The customer stated that insulin also squirted out. The customer's blood glucose level is 125 mg/dl. Troubleshooting was performed on the customer's device and it was discovered that the drive support cap was sticking out. The customer does not recall pushing the drive support cap. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.